Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in germany before use. It was reported that the delta pressure increased. The cardiohelp was investigated in complaint (B)(4) (mfg report number 8010762-2026-0000107) and it was confirmed by the getinge field service technician, that the cardiohelp was not the fault. The customer stated that the hls set is most likely the issue. The hls set was discarded by the customer and the hls set was replaced, which solved the issue. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID (B)(4).